Event description:
It was reported in the pt's clinic notes on 09/27/2011 that the pt no longer could perceive stimulation from the magnet, and the magnet was now not inhibiting seizures when swiped. However, the notes stated that the magnet mode and system diagnostic testings were within normal limits. The notes also reported that the pt had obstructive sleep apnea, whose relationship to vns was not known. Attempts for further info have been unsuccessful to date.

Event description:
All attempts to the reporter for additional information regarding the sleep apnea have been unsuccessful to date. Prophylactic vns generator replacement is planned, but a surgery date has not been set to date.